Manufacturer narrative:
The impella device was not received by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 67 year old female presenting with acute myocardial infarction and cardiogenic shock for impella support. During support, the patient exhibited ischemia in the impella inserted limb. It was noted that the 14fr peel away introducer was left in place. An external bypass was attempted, but to no avail. The pump was weaned and removed and the issue resolved.